Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an in-office device check, it was noted that a polarity switch had occurred about one month earlier. Low impedance was also noted. The lead was programmed back to bipolar, but switched back to unipolar within one week. It was noted that the patient had pectoral stimulation at outputs 2.5 v and above. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.